Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch verio iq meter is giving inaccurate high reading of 350 something mg/dl compared another meter. This complaint is classified according to the documentation of the customer care advocate. The patient could not provide any numeric readings for the other meter reading. At the time of concern, the patient reportedly had symptoms described as ¿weak and fell.¿ there was no report any required medical intervention to suggest a serious injury. This complaint is being reported due to the alleged inaccurate high issue. There was no evidence that there was a serious injury as the reported symptoms did not meet lifescan¿s criteria of a serious injury. In addition, there was no reported hcp treatment that would suggest a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.